Event description:
As per the product incident report, "six days after venous puncture, patient's arm contracted a phlebitis (infection in a vein). Quantity involved: 1" patient has been treated with antibiotics.